Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had fully charged the pump when it shut off unexpectedly. The customer connected the pump to a power source and the pump turned on. There was no patient involvement, as the issue occurred during setup of the pump and had not been used on the customer at the time of the event.